Event description:
It was reported that during the surgery, when the reamer passed through the tibia tunnel, and over the guide pin, and drilled to approximately 25-30mm in depth, the reamer broke at 3 fluted point in two pieces, and the reamer damaged in the knee when knee joint extended.

Manufacturer narrative:
Device was not received for investigation. If received a follow-up report will be submitted with investigation results.